Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pts and event has been requested.

Event description:
Literature: marcelissen ta, leong rk, serroyen j, van kerrebroeck pe, de wachter sg. The use of bilateral sacral nerve stimulation in pts with loss of unilateral treatment efficacy. The journal of urology. Mar 2011; 185(3): 976-980. Summary: the authors evaluated bilateral sacral nerve stimulation verses unilateral sacral nerve stimulation in pts where unilateral sacral neuromodulation fails. Fifteen patients (13 females, 2 males) were included in this study; they underwent test stimulation with percutaneous nerve evaluation. Reportable event: the authors reported that in 3 pts, lead migration was suspected and, thus, they were not included in analysis.